Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. While advancing a xience skypoint stent, resistance was met with a previously deployed stent (in the ostial diagonal artery) when the xience skypoint stent implant dislodged into the left main. It was decided to embed the xience skypoint in place with a balloon dilatation catheter. Another stent was used to successfully treat the target lesion. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.